Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.130.010, lot 9923516: release to warehouse date: april 29, 2016. Manufactured by synthes monument. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the visual inspection of the received device indicated that the distal tip was stripped and twisted. No other issues were identified with the returned device. Dimensional inspection of the distal cutting profile tip could not be conducted due to the post-manufacturing deformation of the tip. The relevant current & manufactured drawings were reviewed. The complaint was confirmed for the received device as the distal tip was stripped and twisted. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, inspection that the two (2) stardrive screwdriver shaft t4 50mm/self-retaining/hxc tips were stripped. There is no patient involvement. This report is for one (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 2 for (B)(4).